Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted while reaching end of life (eol) and will be returning for a battery analysis as the battery was suspected to be early depleted by multiple charges due to non-sustained and untreated episodes. No additional adverse patient effects were reported.